Event description:
The patient had two leads with same lot number used during the procedure. It was reported, the physician was unable to implant permanent. Scs leads due to the patient's anatomy on (B)(6) 2014. The physician was uncertain if a csf leak may have occurred during needle placement but the patient did not show any signs of a csf leak.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.